Event description:
It was reported the patient (france) experienced a breakdown of the suture line at the scs ipg site allowing the ipg to be visible through the incision. The physician decided to explant the ipg. Testing for possible infection was done and confirmed there was no infection. The patient will be re-implanted at a future date.

Event description:
Follow up information identified the patient does not plan to be implanted with a new scs system at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: it was reported that the suture line at the ipg site broken down. This issue cannot be analyzed by product testing. As received, the ipg had instrumentation marks on the header and can consistent with an explant procedure. The ipg was tested to manufacturing specifications using the autotester and passed all tests. No anomalies were observed that existed prior to explant procedure that could have contributed to the reported issue. Conclusion: the cause of the reported complaint could not be determined from laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.